Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing and unable to login and also patients were not crossing over to the med stations. A technical support specialist (tss) initially remoted into all in one (aio) server and confirmed that messages were current and processing correctly to the es server. The es server webpage was accessed with no issues or delays. Tss then reviewed the logs files and identified an error within the messaging services which was responsible for processing new patients and orders, and this might cause issues with host system, care fusion coordination engine and network. The customer confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing and unable to login and also patients were not crossing over to the med stations.however, there were no delays or adverse events or injuries reported based on this event.